Event description:
A customer contacted beckman coulter inc. (Bec) regarding a falsely high total t4 (tt4) result for one patient generated by their unicel dxc 600i synchron access clinical system. The initial result was 29.59 ug/dl (customer range 6.10-12.20 ug/dl) which was flagged as critical high. The repeat result was 7.26 ug/dl and the result on an alternate instrument was 8.13ug/dl. Free tsh was also run on this sample and the result was 3.27uiu/ml (normal range is 0.34-5.60uiu/ml). The incorrect tt4 result was not reported out of the laboratory. There was no affect to patient with regard to this event.

Manufacturer narrative:
The samples were serum and run through the cta (closed tube aliquotter). The calibration and quality control results were acceptable. A field service engineer (fse) went on-site (B)(4) 2012 and performed system check and high -sensitivity system check to verify instrument operation. Both checks were within specifications. Fse found an issue with sample syringe on the cta. Fse returned the next day and replaced both syringes, probe and precision valve on the cta. Fse then performed alignments and carryover test which failed initially and failed again upon repeat. Through additional troubleshooting, fse discovered the wash station was not functioning correctly. Fse then replaced the wash station and performed preventive maintenance. Carryover test then performed passed within specifications. The repairs performed by the fse resolved the issue. There have been no further calls from this customer with regard to reoccurrence of this issue.